Event description:
The customer contacted baxter?s technical service center to report high drain alarm while using the homechoice (hc) machine after use. The home patient (hp) stated that he received the message on the hc two nights ago when doing therapy. The hp did not want to use the hc and wanted to call us about the alarm. The baxter technical service representative (tsr) explained to the hp that the hc would need to be swapped. The tsr advised the hp to contact their peritoneal dialysis (pd) nurse as soon as possible to review and change the programming on the procard. The tsr advised the hp to hold onto his procard because he?ll need the procard. The tsr advised the hp to use manual supplies to do manual exchange therapy for the night. There were no readings that were able to be obtained from the hc. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional narrative: a review of the device logs verified there was an issue of high drain. The review found a volume of fluid drained that met current criteria for an increased intra-peritoneal volume (iipv). The largest fill volume was 2000ml and during cycle 5, there was a drain volume of 4215ml. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed both the homechoice rite electrical test and the rite functional test specifications. The evaluation was completed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.